Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. The device's event log was reviewed by the service center and no error code found. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report, reporter captured incorrect information in box b. It has corrected in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box d: product UDI has updated. In box g: date received by mfg has been updated. In previous report component code grid is incorrectly captured. It is corrected in this report.